Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain 9 of 16 of peritoneal dialysis therapy. During troubleshooting, it was found that the patient had rolled over and the tubing became loose and separated. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the tubing had become separated from the transfer set, which is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.